Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 2/13/2017 with the following results: . Black box verified "loss of prime " warnings with force equals zero and " no cartridge detected " warnings. Investigation did not reproduce loss of prime or no cartridge detected; pump was open to investigate , evidence of an intermittent open force sensor flex was located at the force sensor flex pin due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .